Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2025. During the procedure, the physician was unable to pass instruments through the working channel of the scope. They were able to pull the stent using a biopsy forceps, however, it was very difficult to pass the forceps through the channel. The physician then attempted to pass a snare through the working channel. They were unable to pass the snare and switched to a new scope. During the scope cleaning they could not get the cleaning solution or water to suction through the working channel. The sponge from biopsy cap was discovered to be obstructing working channel. Reportedly, a water-soluble lubricant was applied on top of the biopsy cap prior to use. There were no patient complications reported as a result after this event. Additional information was received on may 28, 2025: it was confirmed that the sponge detached into the scope working channel.

Manufacturer narrative:
Additional information: b5. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2025. During the procedure, the physician was unable to pass instruments through the working channel of the scope. They were able to pull the stent using a biopsy forceps; however, it was very difficult to pass the forceps through the channel. The physician then attempted to pass a snare through the working channel. They were unable to pass the snare and switched to a new scope. During the scope cleaning they could not get the cleaning solution or water to suction through the working channel. The sponge from biopsy cap was discovered to be obstructing working channel. Reportedly, a water-soluble lubricant was applied on top of the biopsy cap prior to use. There were no patient complications reported as a result after this event.